Event description:
It was reported that the valve was siphoning when the pt was standing.

Manufacturer narrative:
The valve was patent and passed reflux testing. The valve was within specifications for all pressure-flow and preimplantation testing. The valve did not pass siphon testing. Red proteinaceous debris found inside the delta chamber can cause the valve to siphon. The valve did not pass leak testing due to a tear on top of the dome. There were also four smaller cuts on top of the delta chamber. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of four products are 100% tested at manufacture.